Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: from phone call on (B)(6) 2021 16:50:57: consumer needed direction on how to use the mail kit. Also, stated, there is a second lot, (0286317) that he including with the samples. Stated, 1 syringe affected from that lot. Stated, removed the needle shield, needle hub separated. Cl."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-03-18. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 0286317. Customer states that the needle hub separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Bd was able to confirm the customer¿s indicated failure. A review of the device history record was completed for batch # 0286317 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. CAPA pr1630423 has been open.

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: from phone call on (B)(6) 2021 16:50:57: consumer needed direction on how to use the mail kit. Also, stated, there is a second lot, (0286317) that he including with the samples. Stated, 1 syringe affected from that lot. Stated, removed the needle shield, needle hub separated."